Event description:
It was reported that went the lead was tested during the implanting procedure, there was bad threshold results. It was noted the lead could not reach the distal part of the vein. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).